Manufacturer narrative:
Please note the correction to the previous h11 which originally stated, "the sales force and service teams were made aware that the first generation of operon d-series surgical tables would no longer be serviceable", the fully corrected response is now: it was called in stating that an e668 lighthead with sn (B)(6) fell in or 2 at (B)(6) hospital. The light head dropped when surgeon moved the light head to the side during a case and they had to move patient to other surgery room to complete the surgery. 3 attempts to the customer were made to gather more details. The lighthead was not returned for investigation. The lighthead associated with the issue was manufactured in 2010. According to the according to the chromophare e series led lights manual, "once the product has reached the end of its service life, it must be disassembled and disposed of in accordance with environmental regulations". The sales force and service teams were made aware that the first generation of chromophare e series led light would no longer be serviceable when a letter was sent out for the product obsolesence in 2019. It is unknown how the unit became damaged but the most probable root cause of the light head detaching is due improper customer usage/handling and use after end of life. If any further information is obtained around this event, a supplemental will be filed.

Event description:
It was reported that the light head fell off and onto the patient. The light head dropped when surgeon moved the light head to the side during a case. They had to move patient to other surgery room to complete the surgery. No injury was reported or medical intervention was reported.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The part number is not known at this time, therefore the gtin and 510 is not known. However, should it become available it will be provided in future reports.

Event description:
It was reported that the light head fell off and onto the patient. The light head dropped when surgeon moved the light head to the side during a case. They had to move patient to other surgery room to complete the surgery. No injury was reported or medical intervention was reported.

Event description:
It was reported that the light head fell off and onto the patient. The light head dropped when surgeon moved the light head to the side during a case. They had to move patient to other surgery room to complete the surgery. No injury was reported or medical intervention was reported.

Manufacturer narrative:
It was called in stating that an e668 lighthead with sn (B)(6)- q1034 fell in or 2 at rocky mountain hosp for children. The light head dropped when surgeon moved the light head to the side during a case and they had to move patient to other surgery room to complete the surgery. 3 attempts to the customer were made to gather more details. The lighthead was not returned for investigation. The lighthead associated with the issue was manufactured in 2010. According to the according to the chromophare e series led lights manual, "once the product has reached the end of its service life, it must be disassembled and disposed of in accordance with environmental regulations". The sales force and service teams were made aware that the first generation of operon d-series surgical tables would no longer be serviceable when a letter was sent out for the product obsolesence in 2019. It is unknown how the unit became damaged but the most probable root cause of the light head detaching is due improper customer usage/handling and use after end of life. If any further information is obtained around this event, a supplemental will be filed.